Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 4.0 mmol/l. The caller was advised that the insulin pump should be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons functioned properly. No unexpected button error alarms noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.